Manufacturer narrative:
D10: concomitant: (B)(6), 200-02-41 - three peg patella 41mm. (B)(6), 02-010-04-0260 - logic cr femoral por, left, sz 6. (B)(6), 02-012-45-6060 - lgc tibial fit tray cem sz 6f / 6t. (B)(6), 201-78-15 - holding pin mini sharp point 4 pk. (B)(6), 521-78-23 - threaded pin size 2.3 collared. (B)(6), 521-78-23 - threaded pin size 2.3 collared. (B)(6), 521-78-23 - threaded pin size 2.3 collared. (B)(6), a10012 - gps implant kit v2.

Event description:
Approximately a month after a left knee replacement, the patient was revised due to infection. The patient was washed out. The liner was exchanged. The event is not related to a breakage of a device. The event did not lead to a surgical delay/prolongation. Patient was last known to be in stable condition following the event. Unable to obtain device images or x-rays. Product not returning: disposed.

Manufacturer narrative:
According to the information provided, the patient underwent a total knee replacement surgery on (B)(6) 2018. Approximately 5 years and 8 months later, on (B)(6) 2024, the patient was revised due to prosthesis wear. At this time, the tibial insert and patella component were revised. This first revision is captured in case (B)(4). Approximately 1 month following the first revision, on (B)(6) 2024, the patient underwent a second revision surgery ¿due to infection¿ and a wash out was performed. Only the insert was replaced. The device was not returned for evaluation, and no images or radiographs were provided. A review of the sterile certificates for the tibial insert and the patella component was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition.